Manufacturer narrative:
Further info will be provided upon MFR's investigation.

Event description:
As the resident was being lifted from a chair, one sling clip broke just before the resident's body was fully supported by the sling. This situation resulted in a jolt for the resident, but she did not sustain any injuries.